Event description:
It was reported that the pt states that he began having groin pain within the last 6 months. Pain generally occurs upon lifting and bending. Occasionally has pain in right buttock. He often experiences pain when crossing his legs. Pt has scheduled an appointment for (B)(6) with his orthopedic surgeon. He is having blood work done on (B)(6). Pt has no other protocols to follow until seen by doctor. Pt is leaving on tuesday (B)(6) and will be gone to texas for 7 weeks. He will continue to get his mail while away.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.